Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported constant upstream occlusion alarm which was reproduced and confirmed during evaluation. The messages were found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.